Manufacturer narrative:
Minor scratches on display window and cracked reservoir tube noted during visual inspection. Constant motor error alarms noted during rewind due to corroded motor home switch. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to motor error alarms. (B)(4).

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the insulin pump had never alarmed for a motor failure. The customer reported complications from intubation including vocal cord paralysis and tracheal stenosis.

Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for diabetes ketoacidosis. The customer's blood glucose was over 300 mg/dl at the time of admission. The customer's husband stated the customer was feeling nauseous and was vomiting prior to being hospitalized. It was also found the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received several motor error alarms. No additional information provided.